Event description:
It was reported that during implantation of the intraocular lens, there was rent in the capsular bag. A capsular tension ring was also implanted. At day one (1) and week one (1), the lens was centered. At week two (2), vitreous fluid had pushed the lens inferior temporally and it could not be repositioned with any long term certainty. The lens was removed and an anterior vitrectomy was performed. The lens was replaced with another lens which was placed in the sulcus with the optic captured within the capsular bag.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No deviations or non-conformances (ncr) were generated during manufacturing. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality assurance laboratory. The lens was received cut in half and further evaluation was not possible. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.